Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. It is unknown if patient underwent revision surgery. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown spinal procedure using the synthes vectra-t plate at unknown levels. Reportedly, six (6) months postoperatively, the patient was presented with swelling anterior to the hardware with dysphagia. A possible metallic allergy was the concern of the surgeon. Patient outcome was not reported. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Explant date: devices remain implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.